Manufacturer narrative:
(B)(4). On completion of the investigation a follow up report will be submitted.

Manufacturer narrative:
Engineering analysis: the complaint details provided do not indicate where the stents came off the balloon while advancing to the iliac artery. The device was returned and inspected to determine the cause of the complaint. On inspection the stent in question was not returned. The stent delivery catheter was returned and was in fair condition. The balloon had a curve to it and was still in the folded position. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing. The crimped stent impressions were clearly visible on the returned sample indicating that the stent was properly crimped during manufacturing. The complaint details indicate that the stent had difficulty passing over the iliac arch and upon pulling the stent back the stent dislodged on a calcification. The instructions for use (IFU) specify the following: "contraindications: non-compliant obstructions where full expansion of a balloon dilation catheter cannot be achieved during pre-dilation, or where obstructions cannot be dilated sufficiently to allow passage of the delivery catheter." The details provided do not indicate if the lesion was pre-dilated prior to advancing the icast covered stent to the iliac artery in a contralateral fashion. Engineering summary: a full review of the catheter lot history records for the device in question was performed. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Conclusion: based on the details of the even atrium can find no fault with the device and or the lot of the stent delivery systems in question.

Event description:
Report received. After passing the stent over the iliac bifurcation, the physician tried to pull the stent back. The stent got caught on calcium deposits. The stent was dislodged from the balloon and had to be retrieved." No harm to the patient.